Manufacturer narrative:
Section d4 catalog number was corrected. H6 medical device problem code a160105 is no longer applicable and has been updated.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Event description:
Additional information noted that after 17 hours on support, the patient expired. While on support, the device functioned as intended at p-9 at 3.3l/min with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, it is unrelated to the patient's death, which was most likely due to the clinical presentation of a critically ill patient, dependent on vasopressor support, in cardiogenic shock, complicated by stage d shock.

Manufacturer narrative:
Placement signal issue: due to a lack of sufficient clinical details, no data logs or product returned, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the optical sensor malfunctioned, showing a large discrepancy between the aortic pressure and the arterial line pressure, along with severe interference in both the aortic placement signal and the left ventricular placement signal. These issues occurred intermittently in real time without any change in the patient¿s clinical status.